Manufacturer narrative:
(B)(4).

Event description:
It was reported the arrow raulerson syringe (ars) was found leaking during use on patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of syringe leak in use cannot be confirmed by the photo as there is no visual evidence of the syringe leaking. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed with one relevant finding. A non-conformance was initiated for material k-04300-019a, lot 71p21g0463 in regards to "syringe/needle connection not secure". However, without the device to evaluate, it cannot be confirmed if this issue is linked with the failure mode involved with this complaint. The instructions for use (IFU) provided with this kit warns the user, "warning: do not aspirate arrow raulerson syringe while guidewire is in place; air may enter syringe through rear valve. Precaution: do not reinfuse blood to reduce risk of blood leakage from rear (cap) of syringe." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the arrow raulerson syringe (ars) was found leaking during use on patient. No patient harm reported. The patient's condition is reported as fine.